Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The customer did not provide additional information regarding the cleaning, disinfection and sterilization practices (cds) performed by the user facility. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the grip had leakage, the protector was found damaged, the key top of switch 1 was damaged; the angles were insufficient with play; the leakage check label was good; and the ethylene oxide (eto) valve was normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera elite gastrointestinal videoscope failed the bacterial test on the instrument channel tube and suction channel tube during reprocessing. The reported issue was found after the intended gastroscope procedure was completed with the same equipment. There was no delay, and the patient was not under sedation. There were no reports of patient harm or impact associated with the reported event.